Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: bi71000025 cover kit, bi71000025 door cap. Lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the upper and lower door caps were broken. The upper and lower door cap was replaced. No issues noted with repair. Sys checkout completed, no issues noted, system returned to customer ready for use. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside a procedure. It was reported that the site had went through a doorway and the door closed on the system. Unknown of the exact damage to the system. No patient was present. No delay.